Event description:
On 26th may 2026, rayner received notification from a healthcare facility in poland of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation into the eye the iol optic was observed to be scratched necessiting lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation of the iol into the eye the optic was observed to be scratched. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone toric rao610t batch 065272839 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been reported against the rayone toric rao610t batch 065272839. Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of the event.